Manufacturer narrative:
Qn#(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "bedside nurse noted that when she instilled saline into ett for a post-op patient, she felt wetness on the endotracheal tube and ett tapes. Respiratory care and attending called to bedside to assess situation. Found a small tear in the 4.0 ett. Attending switched out ett from patient, patient tolerated procedure well." Anesthesiologist's response reported as "ett w/ leak at point where cuff tubing joins ett. Pt w/ increased o2 requirements and audible leak w/ stethoscope. Pt sedated and paralyzed. With prior ett in place, miller 1 used w/ grade 1 view and 4 cuffed ett placed easily to 10.5 cm. No change in vital signs, etc".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The cuff was then inflated to 25mbar with a calibrated endotest. The pressure of the cuff remained at 25mbar for 30 minutes. The device was then immersed in water to check for leakages. No air bubbles were detected indicating there were no leaks in the cuff. The sample was observed under magnification and no leakage points were observed on the cuff joint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges "bedside nurse noted that when she instilled saline into ett for a post-op patient, she felt wetness on the endotracheal tube and ett tapes. Respiratory care and attending called to bedside to assess situation. Found a small tear in the 4.0 ett. Attending switched out ett from patient, patient tolerated procedure well." Anesthesiologist's response reported as "ett w/ leak at point where cuff tubing joins ett. Pt w/ increased o2 requirements and audible leak w/ stethoscope. Pt sedated and paralyzed. With prior ett in place, miller 1 used w/ grade 1 view and 4 cuffed ett placed easily to 10.5 cm. No change in vital signs, etc".